Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional information received during follow up identified that there is not malfunction or serious injury. This event has been determined to be not reportable.

Event description:
It was reported that it was a chip fracture and that another implant was placed during the surgery.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k): k011245 and k002188.

Event description:
It was reported mandible bone fracture at implant placement.